Event description:
Rptr took care of a pt who had a brain abscess due to s. Viridans. About 6 weeks before the brain abscess manifested itself, pt had been to dentist for a cleaning. When rptr made the diagnosis, they commented to the pt and family that the organism identified was typical mouth flora and that dental cleaning was a known preceding event associated with brain abscess. The pt and family have seen a television report of brain abscess associated with the equipment referenced above. They called the dentist, and, indeed, this is the tool he used to clean pt's teeth.